Manufacturer narrative:
(B)(4). Ae or product problem: corrected from product problem to reported issue is both an adverse event and product problem. Type of reportable event: corrected from malfunction to serious injury. (B)(4).

Event description:
It was further reported that the implanted 4.00x24mm promus element¿ plus stent was noted to be shorter in length. An unspecified balloon catheter was used for post dilation of the stent.

Event description:
It was reported that deployment issue occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the left main coronary artery (lmca) to left anterior descending artery (lad). A 7fr 3.5 xb unspecified guide catheter was placed. After a non bsc guide wire crossed the lad, another non bsc guide wire was placed in the left circumflex artery. Intravascular ultrasound was performed in the lmca to lad which revealed a minimal lumen area (mla) of 3.1 mmsq with a vessel size of 4.2mm. The target lesion was predilated using a 2.75x12mm non bsc balloon catheter. Suddenly, the patient developed bradycardia and went into cardiac arrest. Cardiopulmonary resuscitation was administered immediately and the patient recovered. Soon after, a 4.00mm x 24mm promus element¿ plus stent was deployed across the lmca and lad at 12 atmospheres for 10 seconds. Redilation was done using the stent delivery system (sds) balloon at 16 atmospheres for 10 seconds. Post dilation was performed using a 4x12mm and a 5x8mm non bsc balloon catheters. It was then noted that there was a change in stent "conformity" across the length. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).